Event description:
It was reported, that both of the patient's leads migrated after a fall. Diagnostic system testing indicated, high and low impedances. As a result, surgical intervention was undertaken on (B)(6) 2024. Wherein both leads were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.